Event description:
It was reported that ventricular oversensing was observed as a result of low pacing lead impedance. Low r-wave and intermittent capture was also reported. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.